Event description:
A customer reported a malfunction in their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.